Manufacturer narrative:
Information regarding the implant accessory that was used during the implant procedure is not reported as the device is not approved for use in the united states. The investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to the attempted implant of this 18 mm (millimeter) atrial septal defect (asd) occluder, the connection between the occluder and the implant accessory was inspected and it was confirmed the occluder was properly locked in place. During the implant procedure after the occluder was advanced through the delivery sheath, immediately upon opening of the left atrial disc the occluder became detached from the implant accessory and embolized into the left atrium. A snare was used for four hours and the occluder was caught and removed. A new occluder and implant accessory of the same size were used and the procedure was successfully completed. No further patient complications were reported.

Manufacturer narrative:
An event of an unexpected early detachment of the occluder from the implant accessory was reported. The occluder was received for analysis and passed the visual inspection and all functional testing. The pictures and the parameter protocol from the laser cutting and plasma welding process were rechecked and revealed no deviations. The welding ball of the device was within specifications. The occluder was tested with a different implant accessory of the same model that was used during the implant and the complaint failure mode could not be reproduced. The occluder was grasped, held, and released without issue. A device history review (DHR) revealed no deviations. The device passed all visual and functional tests and met all specifications at the time of production. Packaging and shipping were according to process. The environmental conditions were within limits during storage. The complaint failure mode was unable to be reproduced. No issue was found with the device. The root cause of the event was unable to be conclusively determined.